Manufacturer narrative:
(B)(4). Supplementary report will be submitted once the actuator used in the alleged incident is returned to the MFR for analysis.

Event description:
Info rec'd indicated that a pt was being transferred with an uno 100, when the actuator broke and dropped 4". The pt was not injured.